Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant due to aortic valve regurgitation. Additional information provided by the health care provider, the explant was not related to a device malfunction but patient related. Based on the operative report, the prosthesis was lowered into the aortic root and valve sutures tied down circumferentially. Good apposition was verified in all points, but some eccentric deformity of the prosthesis was noted in the region of the rudimentary right-noncoronary commissure. Transesophageal echocardiography confirmed the deformity of the prosthesis, presumably related to the morphologic mismatch and the aortic valve regurgitation was noted. The subject device was removed and replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned; therefore, the root cause of the reported regurgitation could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Per the operative report, the explant at implant was presumably related to the morphologic mismatch and not related to device malfunction. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: as received, commissure 2 appeared to have been pushed towards the center of the valve. This gave the valve non circular shape, and led to leaflet mismatch and creases in the tissue. The wireform is exposed at commissure 1 outflow aspect, due to cuts in the sewing fabric. The above distortions were most likely due to implant and/or explant. No inconsistencies detected as the leaflets are intact. No inconsistencies detected in the x-ray as the wireform and the band are intact. X-ray. Additional manufacturer narrative: a bent commisure, as noted above, was seen during analysis of the subject device. It has been determined that this event was likely procedure/technique related. The commisure was most likely bent during implant or explant. The surgeon subsequently replaced the device was a smaller edwards bioprosthetic valve. No device malfunction found. No further actions are possible.